Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2019 a patient was seen at the hospital for suspected infection. Infection was confirmed this lead including the system was explanted that day and is no longer in service. No further adverse health effects were reported. This lead and the system will not be returned for analysis.